Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump was delivering insulin that was not programmed. Reportedly, the pump delivered a bolus of 0.25 units that the patient did intend. There was no reported damage to the pump or evidence of moisture or corrosion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 3/24/2014 with the following findings: during investigation, the pump powered on with vibratory and audible features. During testing, a 24 hour duration test was successfully completed; no unprogrammed boluses were delivered or recorded in the pump history during the 24 hour duration period. No hypersensitive keys were observed on keypad. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately. The history settings issue was not able to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.